Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing alarms, speed drops and power cable disconnect alarms when connected to the system monitor. The patient had also been off coumadin most of the time. The patient's log file confirmed low speed advisories and significant speed drops. A log file and x-rays were sent into the manufacturer for review. On (B)(4) 2013, the manufacturer's technical services representative performed a percutaneous lead distal end replacement. Additional information received advised that during the percutaneous lead replacement, fluid was discovered within the lead. A pump exchange from one lvad to another lvad took place on (B)(6) 2013.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.